Event description:
It was reported that the lead was to be repositioned due to increased thresholds and decreased r-waves. When the lead was ready to be explanted for repositioning, the helix was retracted for removal. Once removed from the body, the helix would not extend when tested. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found related to the increased thresholds and decreased r-waves. The distal conductor was found distorted (damaged) in the connector; full lead returned and analyzed.